Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer's blood glucose level was 160 mg/dl at the time of the incident. The customer stated the device had a partial display with missing segments and the display would go blank when pressing the act button. During troubleshooting, she stated the insulin pump was not dropped but there might be moisture under the screen. It was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on the electronic stack. Device had moisture damage on the motor. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm missing segments or partial display due to blank display. Device received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.